Manufacturer narrative:
A specific root cause for the drop is unknown as the evaluation of the cot identified that the unit was fully functional, with no defects or malfunctions identified. Based on a review of previous similar complaints, there is a potential that the base of the unit may not have been verified to be locked. The manual advises that the grip on the cot should not be relaxed until the cot is ensured to be in the locked position. If the cot is not locked in position, a drop could occur.

Event description:
It was reported that the cot dropped at the head end from the highest level to the lowest. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped at the head end from the highest level to the lowest. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.